Manufacturer narrative:
(B)(4). The customer reported that during a pt code, they were unsure if the monitor generated an spo2 alarm. Based on the available info, it is unclear if the alarm was silenced or if it did not generate. The customer has requested that philips review the system logs for detailed info. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that during a pt code, they were unsure if the monitor generated an spo2 alarm or whether a clinician had acknowledged the alarm.